Manufacturer narrative:
The lead was returned to our post-market quality assurance laboratory in three segments terminal segment approximately 65mm, midbody segment approximately 134mm and tip segment approximately 321mm. Microscopic inspection noted bends in the lead insulation of the distal proximal and confirmed the anode (outer) conductor coil is fractured approximately 261mm from the tip, near the most proximal bend. The bend in the lead was likely a stress riser at the fracture location. Due to this type of damage this is consistent with a fatigue fracture of the anode coil, with a possibility of an inclusion in the mp35n wire at the initiation site or an inclusion between core and casing.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedances greater than 3000, noise and high pacing threshold. It is suspected that the lead is fractured with a break in the insulation. The lead was explanted and replaced successfully. No adverse patient effects were reported.